Event description:
Ous MDR: the patient was implanted on (B)(6) 2012 and in (B)(6) of last year, the patient's follow up showed everything was normal. Today the patient came for another follow-up and the device could not be interrogated. A manual interrogation was also unsuccessful. The programmer was tested and it was not malfunctioning and no interference was found. The device has no pacing and no magnet response. It appears the device is eos. A memory dump was unsuccessful. The patient reported that in may of last year, he was struck by lightning and his donkey, who was next to him, was killed from that lightning strike. This device was not returned for analysis and all available information suggests it remains implanted.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. A detailed root cause analysis will be performed after the device will have been returned for an analysis. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.